Event description:
It was reported that far field r-wave (ffrw) oversensing was observed with the right atrial (ra) lead. Reprogramming of the lead sensitivity was performed, and the issue resolved. The lead remains in use. No patient complications have been reported as a result of this event.